Event description:
It was reported the patients l1 lead had fractured. As a result, a new l1 lead was implanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.